Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert for high impedance was noted on an electronic transmission on the right atrial (ra) lead. Noise was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that impedance warnings were alerted in bipolar and unipolar configurations. The lead was reprogrammed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.